Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). The device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak 3mm distal to the distal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the device identified that 1mm of blade was partially detached from the balloon material, the pad was intact and fully bonded to the balloon material. The remaining 19mm of blade and the entire 20mm of pad were noted to be fully attached to the balloon material. The total size of the blade is 2cm. All other blades were intact and fully bonded to the balloon surface. The entire blade was accounted for and no issues were noted that could have contributed to the complaint incident. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage along the shaft of the device. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-sep-2017. It was reported that difficulty removing from sheath and balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified pulmonary artery. A 5.00mm x 2.0cm x 90cm 2cm peripheral cutting balloon¿ was selected for use. Upon withdrawal of the device after dilatation, difficulty in removing from the sheath occurred. After several attempts in removing the device, it was noted that the balloon was ruptured. No patient complications were reported. However, device analysis revealed that 1mm of the blade was partially detached from the balloon material.